Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not pacing. It was noted that the patient experienced bradycardia and chest pain. The ipg remains in use. No further patient complications have been reported as a result of this event.